Manufacturer narrative:
Event site postal code: (B)(6). The device has not been returned to the manufacturer so we are unable to complete an evaluation. If provided we will send a supplemental report with our additional findings. Complaint record ID # (B)(4).

Event description:
It was reported that during intra-aortic balloon (iab) therapy the console generated a gas loss in iab circuit alarm while it was set at 1:2. The console was then set to 1:1 and therapy was continued for 15 minutes before the alarm was generated again. The console was then switched out. Again, therapy was continue for 15 minutes before the alarm occurred again. The customer moved the iab 3cm and the console generated an alarm indicating there was a kink in the iab. The patient was already weaning and eventually therapy was discontinued. The patient was reported to be doing well. There was no patient harm or adverse event reported.

Event description:
N/a

Manufacturer narrative:
The product was returned with the membrane completely unfolded and blood on the exterior of the catheter and between the catheter and the sheath. The returned sheath was over the catheter and partially covering the rear portion of the balloon. The extender tubing was also returned. The sheath was removed from over the membrane and it was unfolded at the proximal end. One kink was found on the catheter tubing and inner lumen near the y-fitting approximately 75.7cm from the iab tip. Two kinks were found on the catheter tubing approximately 40.9cm and 48.5cm from the iab tip. Additionally the sensor cable was returned cut in two places. An underwater leak test of the balloon, catheter, y-fitting, extracorporeal and extender tubing was performed and no leaks were detected. The iab was placed on the cs300 pump and the iab did not inflate. The condition of the iab as received indicated kinks in the catheter tubing and inner lumen. We are unable to determine when the kinks occurred, however the kinks found on the catheter tubing of the returned device restricted the gas passage and resulted in poor inflation and deflation on the pump. The evaluation confirmed the reported problem. A lot history record review was completed for the reported product. No nonconformances were found that are considered to be related to the event. Reference complaint #(B)(4).